Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on and response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was a defective rear response button. The root cause of the defective response button cannot be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor won't power on and the response buttons were non-functional.